Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the pump¿s casing was damaged at the 'u-grove' and had to use duct tape to secure the clip to the back of the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 12/27/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during investigation, no damage was observed to the pump¿s case. The clip that was returned with the pump was confirmed to be broken; however, a damaged clip has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.